Event description:
It was reported that about three (3) weeks after an afib procedure, an esophageal fistula was confirmed after the patient had expired. It is unknown that the patient had any complications until about three (3) weeks after the procedure. Additional information was requested and a supplemental report will be submitted once it is received.

Manufacturer narrative:
The concomitant products: carto 3, u.s. Catalog# fg540000, serial # (B)(4). Stockert, u.s. Catalog# s7001, serial #unknown. Coolflow pump, u.s. Catalog# cfp002, serial #unknown. Lasso variable, u.s. Catalog# d7l102515rt, lot# unknown (disposed of). Webster 20 pole, u.s. Catalog# d728260rt, lot# unknown (disposed of). Soundstar, u.s. Catalog# sndstr10, lot# unknown (disposed of). Since no specific lot number was provided, no device history record review could be performed. (B)(4).